Event description:
Persistent, weepy rashes; I started using a dexcom (cgm) for type 1 diabetes control last year. After my first use, my site started itching like crazy. I eventually called dexcom, as I had scratched so hard in my sleep that I ripped it out. They told me to look on (B)(6) for a group that discusses options for the rashes I was experiencing. There are allergens and issues associated with this adhesive, which need to be changed. I experience itching, weeping skin, red bumps, redness, swelling, and open wounds from this product, as do many others (the group is called (B)(6)) I continue to have problems, but have found some ways to help it in the group. The dexcom gives me better control, so I don't want to stop using the product. They just need to change the adhesive. FDA safety report ID# (B)(4).